Manufacturer narrative:
An event regarding unspecified revision involving an unknown triathlon component was reported. The event was not confirmed. Conclusion: it is reported that the patient experienced pain and revision surgery was performed for unspecified reasons. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product details, product return and evaluation, primary operative reports and post-primary x-rays are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A patient called. This patient had a total knee replaced by dr. A. He also said he just had a revision on that knee. Update (as per patients email): "on (B)(6) 2011, I slipped and fell while working with t c at the hospital in (B)(6). As a result of this fall I had full knee replacement on (B)(6) 2013. The knee was a stryker triathlon cr and the surgery was performed by dr. (B)(6). From the day they installed the knee I complained of pain. I was told that this type of surgery will take time to heal and to just be patient. By (B)(6) 2015 I had enough and went for a second opinion. I was referred to dr.(B)(6). He did several tests including a bone scan and said that my knee should be replaced again. I had the second surgery on (B)(6) 2016 ."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
A patient called. This patient had a total knee replaced by dr. A. He also said he just had a revision on that knee.

Manufacturer narrative:
An event regarding revision due to triathlon baseplate loosening issue involving a triathlon insert was reported. Conclusion: based on the information provided, the patient was revised due to baseplate loosening. The insert was revised as the baseplate component it was locked into was explanted. There is no indication or allegation that the insert contributed to the event . No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A patient called. This patient had a total knee replaced by dr. (B)(6). He also said he just had a revision on that knee. Update (as per patients email): "on (B)(6) 2011, I slipped and fell while working with (B)(6) at (B)(6). As a result of this fall I had full knee replacement on (B)(6) 2013. The knee was a stryker triathlon cr and the surgery was performed by dr. (B)(6). From the day they installed the knee I complained of pain. I was told that this type of surgery will take time to heal and to just be patient. By (B)(6) 2015 I had enough and went for a second opinion. I was referred to dr. (B)(6). He did several tests including a bone scan and said that my knee should be replaced again. I had the second surgery on (B)(6) 2016."